Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ IV catheter tip was broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that broken catheter tip was found upon opening.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2020. H.6. Investigation: two samples were received by our quality team for evaluation. From the returned samples, a broken catheter tip was not observed. However, a cut near the tip of the catheter was observed on both samples, likely due to the needle piercing through the catheter. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. CAPA#590840 has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Event description:
It was reported that bd insyte¿ IV catheter tip was broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that broken catheter tip was found upon opening.